Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
A complainant reported a patient was implanted with an impella cp and bleeding around the impella access site was noted. Multiple troubleshooting interventions were completed, including manual pressure, forward tension, angle matching, afterload reduction, heparin and integrillin boluses, brilanta, blood products, and vascular surgery was to be consulted. The patient was transported to the cardiovascular intensive care unit with manual pressure being applied to the access site. The femoral artery was found to be perforated, and required placement of a covered stent by the vascular team and impella cp removal. The damage occurred at the time of impella access in the catheterization lab, post sheath exchange. The patient required three units of blood products.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: vascular injury: the root cause of vascular injury cannot be determined since the product was not returned, and insufficient clinical details were provided. Access site bleeding: the root cause of access site bleeding could not be determined since the product was not returned, and insufficient clinical details were provided. Device history review: device passed all post sterile inspection checks.